Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitantly, the patient underwent a hysterectomy on (B)(6) 2006. The mesh was removed on (B)(6) 2010 due to pain, infections and erosion. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Medical records were received regarding a patient visit dated (B)(6) 2011. The patient reported that about a month prior she passed a "bone anchor" which she brought to the doctor who verified it was a screw from the mesh implantation. The patient underwent a thorough exam and cystoscopy that was negative for any foreign bodies or abnormalities at that time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat progressive menorrhagia, dysmenorrhea, uterine pain and stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a cystoscopy during mesh implantation. It was reported that the patient underwent the procedure of silver nitrite applied to the right edge of vaginal cuff on (B)(6) 2007. No additional information was provided

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.